Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a perforation, a pericardial effusion (pe), a cardiac tamponade and a death have occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. A full dose of heparin was administered to the patient. A first transseptal puncture was attempted, and unsuccessful. Thus, the physician has removed the versacross dilator and re-shaped its curve, which allowed them to cross the septum successfully on the second attempt, however, it was reported to be difficult due to the lipomatous nature of the septum of the patient. A successful watchman device was then placed, and the patient remained hemodynamically stable throughout the procedure. Following the procedure, there was no pe noted around the left atrium. However, around 30 minutes after the patient left the cath lab, they decompensated in post anesthesia care unit (pacu). An echocardiogram was completed, which reportedly showed a cardiac tamponade. The patient was then taken to the operating room (or) for cardiac surgery and passed away 24 hours later. The devices are not returning for analysis. Prior to the procedure, no pe was noted on the echo. It has been also mentioned that a perforation was also confirmed in the left atrium by the surgical team. Multiple attempts were required to track up/drop down into position on the septum. The radio frequency was applied twice in this case. In the physician's opinion, there is no reason to believe that any of the versacross devices malfunctioned during the procedure, however the adverse event may have been caused due to difficulties with the transseptal crossing, requiring a second attempt, due to the patient's anatomy.